Event description:
No additional information.

Manufacturer narrative:
Investigation summary: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 23rd related complaint reported with the defect/condition of needle retraction failure with lot 5120110 regarding item #382544. DHR for lot number 5120110 has been reviewed. No quality issues or process deviations were found. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
It was reported that the needle did not retract. "After depressing the white safety button on the IV start needle in order for the needle to retract, the needle did not retract. This could have caused harm to the caregiver, nurse, if they had not realized or noticed that the needle did not retract as expected. Event date: 4/13/2026". Any adverse event or serious injury reported to patient or healthcare professional? No.

Manufacturer narrative:
G.4. K201075; k251654 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state.